Event description:
It was reported that, "handle was found during course of cadaver lab with retaining ring loose. Handle has been sterilized post issue."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.